Event description:
It was reported that during an unknown procedure, the staples would not release. There was a tear of the pulmonary artery. It is unknown how case was completed. There were no adverse consequences for the patient. Additional follow was conducted regarding pulmonary tear and if there was blood loss. At this time no additional information is available. If additional details become available a 3500 a supplemental will be sent.

Event description:
.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned additional information: how was the tear repaired? No information. Was there blood loss? If yes, how much blood loss? No information. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.